Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'turn off by itself' which was reproduced. A review of the event history log revealed 'improper shutdown!'. An 'improper shutdown!' Message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself during testing at the biomed service department. There was no patient involvement. No additional information is available.